Manufacturer narrative:
Manufactures investigation conclusion: a low flow alarm was confirmed via the evaluation of the log file data provided by the account. The report of suspected gastrointestinal bleeding (gib) could not be determined through this investigation. The submitted log file contained data spanning from 23jun2020 at 11:21:15 to 09jul2020 at 09:07:09, per the timestamp. A single low flow alarm was captured on (B)(6) 2020 at 17:07:41 when the estimated pump flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The account requested a log file review, which revealed a low flow alarm. The account communicated that the patient had been feeling more dyspneic over the past few days and was being worked up for possible gib. The patient remains ongoing on the lvad and no further events have been reported at this time. Additional information was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and includes information regarding recommended anticoagulation therapy. This document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is provided in the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient log file submitted for review revealed a single low flow event on (B)(6) 2020. The low flow event seems to be a patient related issue and not an equipment related issue. Additional information reported that the patient has been feeling more dyspneic the past few days. Working up for gastrointestinal bleeding (gi). Also has history of anal sphincter cancer so concerns of possible recurrence. No additional information was provided.